Event description:
It was reported the pt's ipg lost communication with his programmer, and he no longer had stimulation. X-ray revealed the ipg had rotated, and the lead wires were coiled on top of the ipg. The physician replaced the ipg on (B)(6) 2011. It was reported the ipg would not communicate once removed during the procedure. It was reported the pt had stimulation postoperative.

Manufacturer narrative:
Eval results: the complaint was confirmed. As received, the ipg was not functional. The ipg was cut open. A leaky battery was observed. The battery weld was cracked on the marked side. Battery electrolyte had leaked from the weld end of the battery. No functional testing of the ipg was performed. Inspection of the kapton tape revealed it was contaminated with battery electrolyte; however, no signs of being compromised were observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.